Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data cover the period from 2-sep-2018 to 2-sep-2019. The pacing impedance trend curve showed values around 500ohms with a decrease to less than 200 ohms at the end of the recorded time, as reported in the complaint description. The pacing threshold was found fluctuating between 1.3 and 3v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 93 months, it was reported, that the rv impedance shows values under range via homemonitoring follow-up.